Manufacturer narrative:
Date rec'd by MFR: 13aug2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-02440 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer declined service.

Event description:
It was reported that the ventilators display was cracked, top cover broken, tray bent and navigation ring broken off. No patient involvement.